Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that error m-11 occurred on the erbe during the procedure. The customer said that the erbe worked fine at the time of the call. The tse advised the customer that they should restart the erbe when the same issue occurs. The customer understood the tse's explanation. The customer would try it when it occurred the next time. If the same issue occurs, the customer would call the tse again. The customer called back in and reported that they had error m-11, c-00, and c-34 occur after the power cycle of the erbe. The tse confirmed that the customer was using an extension ac cable. The tse advised the customer to use an external generator instead of the erbe for this surgery. The customer accepted this resolution and they would use the ft10 generator. The tse dispatched the field service engineer (fse) to handle the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer reported that system functionality was not checked upon powering on the system, however, there were no problems at startup or during the early stages of the case. The customer confirmed that the system initially powered on without errors. There was no patient injury as a result of the issue. The customer reported that it took 15 to 20 minutes to replace generator. The customer confirmed that the procedure was successfully completed robotically with the ft10 generator. No patient demographics were available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu displayed error c-34 during the system test. Upon visual inspection, no issues were found that would be related to the reported event. Error 25913 was confirmed using the system logs. Root cause is attributed to high voltage errors c-34 and 25913.